Manufacturer narrative:
The reported event of ipg migration was not confirmed. Migration of the device cannot be reproduced through electrical or mechanical analysis in the ppe lab and there were no x-rays of the device prior to explant provided. Analysis of the returned ipg found that both suture holes at the top of the header were intact and the ipg communicated with all lab utilities.

Event description:
It was reported that the patient experienced skin erosion at the left ipg site. As a result, surgical intervention was undertaken wherein the left ipg was explanted, replaced, and relocated.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.